Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon investigation, the battery pack was unable to recharge or power up a test monitor. The cause for the failure was isolated to a contaminated battery pca board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery pack. The pt rec'd a replacement battery pack.

Event description:
(B)(6) male pt called zoll customer support to report that one of his batteries wasn't holding a charge. The pt was issued a replacement battery pack.